Event description:
The customer contacted stryker to report that their device¿s lid magnet was missing. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Section d4 lot/serial no. Of the initial medwatch report (MFR report #0003015876-2023-01513) indicates: (B)(6). Section d4 lot/serial no. Of the initial medwatch report (MFR report #0003015876-2023-01513) should indicate: (B)(6).

Event description:
The customer contacted stryker to report that their device¿s lid magnet was missing. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Due to information unavailable, section stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.